Manufacturer narrative:
The pump passed the self test and the displacement test, however the pump was received with high sleep and active current due to corrosion on the backside of the battery tube and on the vibrator harness assembly. The pump was monitored for two (2) days and no unexpected pump heating up, battery heating up, or hot to the touch noted. No obvious heat damage or burned components on the electronic assembly noted during visual inspection.

Event description:
The customer's mother reported via phone call that the insulin pump had replace battery alarm and low battery alarm. The customer's blood glucose value was 327 mg/dl. The customer reported battery compartment was not damaged. The device will be returned for analysis.